Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09122019-0000620304 submitted for adverse event which occurred on (B)(6) 2017, mwr-09122019-0000620305 submitted for adverse event which occurred on (B)(6) 2017, mwr-09122019-0000620306 submitted for adverse event which occurred on (B)(6) 2017, mwr-09122019-0000620307 submitted for adverse event which occurred on (B)(6) 2018, mwr-09122019-0000620309 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion, and has undergone pelvic physical therapy, superior hypogastric plexus blocks, kenalog multiple trigger point injections, and chemical cauterization of granulation tissue. It was reported that the patient has undergone five surgeries related to the vaginal sling repair on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/25/2020.